Event description:
A discordant, falsely low intact parathyroid hormone (ipth) result was obtained on a sample from one patient on an advia centaur xp instrument. The laboratory had tested a pre-operative and a post-operative sample from the patient, and a second post-operative sample was tested hours after surgery. The result from the second post-operative sample was lower than expected. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun on the same instrument and resulted the same. It is unknown if the rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ipth result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse discovered that the problem was how results below the range limit of the assay were reported to the laboratory information system (lis). The fse explained to the customer that the advia centaur xp instrument had not malfunctioned, and that they would need to have their lis configuration corrected, which the customer agreed to. The cause of the discordant, falsely low ipth result was due to the configuration of the lis. The advia centaur xp instrument performed according to specifications. The instrument is performing according to specifications. No further evaluation of this device is required.